Manufacturer narrative:
H3: the catheter was incomplete and returned in segments. No anomalies were noted on microscopic inspection, the catheter was patent and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8598a, serial/lot #: (B)(4), ubd: 03-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was receiving morphine, fentanyl and bupivacaine via an implantable pump for non-malignant pain and spinal pain. It was reported that the patient had experienced increased pain over the last few weeks (relative to (B)(6) 2021), described as throbbing. The boluses provided relief for the patient's pelvic pain however they did not relieve bilateral leg pain. The patient stated their pump was very effective at one point and was no longer providing them with adequate pain relief. The patient came in for a catheter dye study on (B)(6) 2021 and their catheter was not able to be aspirated.  There were no environmental/external/patient factors reported that may have led or contributed to the issue. The patient was scheduled for surgery. In surgery, the surgeon disconnected at the midline and there was no csf (cerebrospinal fluid) flow from the catheter. The anchor was intact. The catheter was replaced. It was indicated the explanted catheter would be returned for analysis and the issue was resolved. The patient's medical history included: chronic pelvic pain and perineal pain, pudendal neuralgia, and complex regional pain syndrome I of other specified site. Past surgeries included decompression surgery. Allergies included: benzoin compound and transparent dressing.